Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: it was reported during inspection of the 4.2mm three-fluted drill bit, it was noted the tip of the drill bit is broken off. No patient involvement was reported. This report is for one (1) 4.2mm three fluted drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 03.010.061, synthes lot number: 1311074, release to warehouse date: 08.apr.2005, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: we have received a drill bit for investigation. The inspection has shown that the instrument is approximately 2 mm shorter as it should be. Additionally, the cutting edges are worn out and strongly damaged. The design of the fluted tip section is different as on the released drawing. Due to this evidence and the unevenly ground tip we have to assume that the drill bit were re-sharpened several times. It cannot be confirmed, that the drill bit is broken as it was reported. The review of the production history revealed that this instrument was manufactured in april 2005 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Measurement outer diameter ø4.2: drawing 03_010_061. Gage: 3-03-17585, tolerance ø4.2 0/-0.04, result: ø4.18 "pass". Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.